Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a clave® connector multidose vial adapter where it was reported that the 2nd time the customer used the item, they noticed some of the medicine was leaking when the bottle is upside down. On the 3rd time, the adapter completely broke. There was patient involved but no patient harm or adverse event reported.